Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiib, aneurysm enlargement, rupture, and reline with mdt thoracic graft. Additionally there was evidence to reasonably support the following observations; endoleak type ia at completion of the index procedure, persistent endoleak type ia, type ii and secondary procedure to coil embolize at 5 months post initial. The most likely cause of the compromised stent graft integrity was related to the strata graft material. Associated clinical harms for this event included: type iiib endoleak, aneurysm enlargement, rupture, and a secondary endovascular procedure. The final patient disposition was discharged post-operative day two following the secondary (relining) intervention. The most likely cause of the loss of seal could not be determined due to a lack of relevant imaging surrounding the event. The type ia endoleak was persistent from the index procedure. Associated clinical harms for this event included: type ia endoleak, secondary endovascular procedure (coiling and glue). There was no device related issue involving the type ii endoleak, this cautionary product use condition, patent lumbar arteries, likely contributed to the procedure-related harm: type ii endoleak. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated and suprarenal stent in 2013. Recently, it was discovered that the patient had an endoleak type iiia with sac growth and rupture. On (B)(6) 2017 the physician elected to repair the leak with a medtronic thorasic to successfully resolve the leak. Patient is reported to be doing well post procedure.